Event description:
Healthcare professional reported a patient was injected with 2ccs of juvéderm vista voluma xc into the ck1 and ck5. About three months later, patient reported swelling and pain in the injection sites. Patient was examined by another treating physician and prescribed antibiotics. The treating physician noted it was "late-onset nodule". The symptoms improved following the antibiotics. Symptoms resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.